Event description:
It was reported air was aspirated while flushing the introducer with the syringe. This occurred while the device was in the patient. There were no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Visual inspection revealed a blood-like substance on the returned device . Review of the device history record was not possible as the lot number is unk. In conclusion, functional testing revealed a leak through the sideport during testing. Add'l investigation revealed a tear at both ends of the hemostasis seal which caused the leak. However, it is uncertain what caused the seal to tear.